Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown, not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). Incision enlargement. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the insertion of the intraocular lens (model ar40e + 22.0 diopter) into the patient's operative eye, it was realized that one of the haptics was broken. Reportedly, they were unsure if the haptic was broken in the injector. The incision was enlarged to remove the lens. A new lens was implanted as a replacement and sutures were used. No vitrectomy was performed and the patient was reported to be ok. No further information was provided.

Manufacturer narrative:
Correct data: in the initial MDR the wrong date of this report was entered - 07/06/2018 instead of the correct 07/10/2017. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Additional info: device available for evaluation: yes. Date returned to manufacturer on 10/05/2018. Device returned to manufacturer: yes. Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. Visual inspection using magnification was performed where loose fibers/particles were observed and related to handling of the product. One haptic was observed detached; the other haptic was not damaged. The condition in which the lens was returned is consistent with a lens that was implanted and removed. The complaint issue reported was verified. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The units were released according specification in compliance with the product intended use as required. Labeling review: the directions for use were reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.